Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. The mynx vascular closure device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure that the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the instructions for use (IFU) states that the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Should additional relevant information become available a supplemental MDR will be filed. Baker, n. C., et al. (2015). Journal of interventional cardiology. Active versus passive anchoring vascular closure devices following, 9999(9999). Article was first published online on january 5, 2016. The study was conducted between 2008 and 2014.

Event description:
The following event was reported in a literature article comparing the mynx vascular closure device with another manufacturer's vascular closure device. A total of 4,074 participated in a study and 1,164 mynx vascular closure devices were used. There was an unknown number of patients involved. It was reported that the mynx devices that were used for vascular closure following a percutaneous coronary intervention (pci) resulted in vascular injury defined as access site infection requiring surgical debridement. The operator of the device used fluoroscopic guidance and bony anatomic landmarks to access the common femoral artery. Either a 6f or 7f procedural sheath was then introduced. Additional information was requested, but is not available at his time. This is report 8 of 8 for this event.